Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the smart device displayed an error message for low transmitter battery. Data was provided for evaluation. Data review could confirm the reported event of low transmitter battery. A probable cause is low transmitter battery voltage. This complaint is reportable based on the finding of transmitter failure. No product was provided for evaluation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the smart device displayed an error message for low transmitter battery. Data was provided for evaluation. Data review could confirm the reported event of low transmitter battery. Additionally; the transmitter has been received for evaluation. An external visual inspection was performed and the passed. A voltage test was performed and the transmitter failed as it had no voltage. Review of the log data was performed and transmitter failure was observed. The reported issue of low transmitter battery was not confirmed via product testing. This complaint is reportable based on the finding of transmitter failure via log data review. A probable cause is low transmitter battery voltage. No additional patient or event information is available.